Event description:
The reporter called and alleged discrepant results when compared to the lab on two patients. The reported device results were 8.0 and 6.0 inr. The corresponding lab result reported was 1.8 and 1.1 inr. The doctor based coumadin doses on the lab. The device was replaced and requested to be returned for evaluation.